Event description:
During hvad implantation, the patient experienced an immediate allergic reaction to a platelet transfusion and expired as a result of events that followed. Insertion of the hvad was uneventful with good transition from bypass to hvad support. Immediate drop in blood pressure occurred with platelet administration followed by compromised right heart function that required mechanical support. Echocardiogram revealed accumulation of thrombus in the right atrium that could not be removed before it entered the patient circulation. The patient was placed back on bypass and transitioned to va ECMO but poor flows continued and the lvad developed high watts. The patient expired later that night. The hospital staff believes the thrombus was not related to the hvad but a result of the platelet reaction and subsequent events.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller was returned for evaluation; the controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. The therapeutic team did not allege a device involvement but rather attributed the cause to clinical, procedural factors, and subsequent events that transpired. The patient expired on (B)(6), 2014; it's unknown whether an autopsy was performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most likely root cause of the reported event cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. This patient was implanted with the lvad uneventfully. The patient was administered one unit of platelets and an immediate allergic reaction to a platelet transfusion occurred; as a result, the function of the right ventricle was compromised and the decision to start the patient on a competitor's right-sided vad was made. An echocardiogram confirmed thrombus in the right atrium; however, the thrombus was not able to be removed before it entered the patient's circulation. Patient experienced low flows on the rvad and high power on the lvad afterwards. Site stated that the patient died as a result of the events that followed the allergic reaction to the platelet transfusion. The lvad ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the reported event date. Controller ((B)(4)) was returned to the manufacturer for evaluation and analysis performed indicated that the returned controller passed visual inspection and functional testing. The most probable root cause of the reported 'high power' event can be attributed to thrombus ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .